Event description:
It was reported by the customer that a pyxis medstation es system clock was 5 minutes behind. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that clock was 5 minutes behind. The technical support specialist attached an article of "device time is incorrect" for the user reference and adjusted the time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.